Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During preparing the impella purge system for implant, the automated impella controller (aic) showed a "purge not detected¿ alarm. The staff tried to reposition the purge system but the alarm was still there. They decided to change the purge system and still had the issues. Then they changed the aic and everything worked without any issues.

Manufacturer narrative:
Additional information received. D9 device was received for investigation. Once investigation results are received a supplemental report will be submitted.

Manufacturer narrative:
B5 revised . Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
This event is being conservatively reported for delay of therapy due to a temporary hemodynamic support interruption during the aic-to-aic transfer; however, the transfer was performed with no clinical consequence to the patient, and support was successfully resumed.

Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Console logs were not consistent with what was reported in the complaint. No evident purge detection issues were observed in the imc logs. The reported purge detection issue could not be reproduced. However, it was observed that the purge stepper motor was stuck. No problem found in relation to the purge detection issue. D4 product information was updated to correct product.